Event description:
The customer reported to olympus that unbeknownst to the health care provider, the single use distal cover had apparently come off of the evis exera iii duodenovideoscope and into the patient's throat after an endoscopic retrograde pancreatography (ercp) procedure, which caused the patient to go into respiratory distress in the post anesthesia care unit (pacu). The distal cover was suctioned out from the patient's throat and the patient's respiratory status went back to normal. The procedure took about 1 hour and had been completed using the same device without delay. The outcome of the procedure was not impacted. The customer indicated that the scope was functioning properly and that an olympus representative had advised that the distal cover came off probably due to not being put on correctly. An inservice was pending on how to properly put on the distal cover. This event is reported under the following related patient identifiers: (B)(6) evis exera iii duodenovideoscope. (B)(6) single use distal cover. This medwatch is for patient identifier (B)(6). E1: adventist health system sunbelt inc florida hospital warehouse (documented here in its entirety due to character limitations in respective field).